Event description:
During a premature ventricular contraction (pvc) procedure, the tacticath catheter lost connection with the system resulting in a delay. The cable was unplugged and plugged back in multiple times along with restarting the display workstation and amplifier with no resolution. The tacticath catheter was exchanged, and the procedure was completed with no adverse patient health consequences.